Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 373750-20 insufflator to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis. The reported ¿getting insufflator error¿ was confirmed and replicated. Upon visual inspection, no issues related to the reported event were found. The unit was installed onto a known good in-house system and powered on, with issues observed. During testing, the insufflator was unable to insufflate or desufflate. Based on these findings, failure analysis could not determine the root cause of the issue. The unit will be returned to oe for potential repair. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that the insufflator was experiencing errors and was disabled. Before contacting support, a hard power cycle of the vision tower was attempted, but the fault persisted. The rest of the system booted up without issues. The same problem had occurred earlier in the week, but a hard power cycle had resolved it at that time. Upon reviewing the logs, multiple error codes were found for the insufflator. The customer decided to use a third-party insufflator to complete the case. The customer reported event has no report of patient injury.